Event description:
During a therapeutic stent placement, the suture with the finger ring broke. The physician removed the delivery system and replaced it with another stent. The second stent placement was successful and there were no other complications.